Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrectomy probe "fractionized into 2 parts" during twelve to fifteen vitrectomy procedures during the month on (B)(6) on a newborns. The procedures were completed after replacing the product with no harm to the patients. No additional information is expected. This is one of two reports for this facility.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A photo of the product is attached to the parent complaint and was reviewed by the manufacturing site. The photo confirms that the probe engine housing components are separated. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No sample was returned, however, the provided photo confirms that the probe engine housing components were separated due to an adhesive bond breakage between the engine housing components. The early stages of the observed separation could have contributed to the loud noise that was also reported to be observed. The root cause for the separation of components cannot be determined from this evaluation. An investigation was completed to determine the reason for the engine housing component separation. The investigation concluded that adhesive bond breakage does not occur when the product is used per the supplied directions for use. How and when the engine housing component separation occurred was not able to be determined from this evaluation, therefore, specific action with regards to this complaint cannot be taken. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).